Event description:
The user facility reported that all the steps were followed correctly with the involved angio-seal device. After clicking the carrier tube in and clicking it back the operator pulled back the device and everything came out of the patient. The device was cut opened, and it was verified that the footplate remained in the carrier tube. Manual compression was used to close the puncture. There was no harm to the patient. Additional information was received on 03 feb 2022: the footplate remained in the carrier tube which was verified by cutting open the device. Manual compression was used to close the puncture.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Initial reporter occupation: consultant neuro radiologist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. H6 - investigation conclusion - code 4315 is based upon evaluation of user facility information and no device return; code 67 is based upon evaluation of the unused samples. One 6 fr angio-seal vip was returned for product evaluation. The returned sample was an unopened and unused angio-seal vip. The package was opened, and all components were examined for potential damage or issues. No issues were identified with the components. Functional testing was performed by attempting to deploy the device in the vessel model. The device was able to be inserted, set to the forward lock position, and fully rear-locked without issue. Closure was performed by deploying the internal components and tamping down the anchor, suture, and collagen. No issues with device function were identified. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).